Event description:
It was reported that during an unspecified surgical procedure, the screen of the all-in-one ccu+light row device went blank fifteen minutes after the start of the procedure. It was reported that the display of the camera body was the startup screen. It was reported that the surgeon powered the device off and restarted it, but the moment the camera head and the light cable were connected, the screen went black again. It was reported that the surgeon tried power cycling all the relative devices three times and the same thing happened. Therefore, the surgeon used another camera and completed the surgery. It was reported that just after the surgery, the devices were checked in the unclean field. The screen appeared for a moment, but then it automatically switched from the display terminal to the 3dsdi5 terminal, and after a while the screen went black. There was no harm to the patient and no surgical delay. No further information is available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: when the technician attempted to export the logs, the system restarted. An error 0004 was confirmed. After that, the power button was pressed multiple times, but whenever the system was attempted to be operated, the screen blacked out. Even after waiting for about 10 minutes, it did not restart. Error code: 4. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date has been updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11. Additional narrative: b5. Updated event description: upon further investigation, the evaluation of the device has been revised and the event description updated. Investigation summary: according to the information received, it was reported that about 15 minutes after the surgery began, the screen went black. The display of the camera body was the startup screen (only the company logo was displayed). The surgeon powered it off and restarted it, but the moment the camera head and the light cable were connected, the screen went black again. The display of the camera body was the startup screen (only the company logo was displayed). After that, the surgeon tried power cycling all the relative devices 3 times and the same thing happened. Therefore, the surgeon used the competitors camera instead at the discretion of the surgeon and completed the surgery. Just after the surgery, the sales rep checked the devices in the unclean field. The screen appeared for a moment, but then it automatically switched from the display terminal to the 3dsdi5 terminal, and after a while the screen went black. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: when attempting to export the logs, the unit rebooted and error 0004 was observed. We power-cycled the device several times afterward, but when attempting to operate it the screen went black and it did not reboot even after waiting about 10 minutes. Error code: 4. Per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was returned to the customer unrepaired. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.